Event description:
It was reported that during a diagnostic thoracoscopy with biopsy, the stapler reload separated from the jaw and caught a piece of the lung. Upon noticing this, the surgeon immediately stopped using the stapler. There was a very minor injury to the lung as it tore a portion of it as it was removed. This didn't change anything in the further operation or post-operative care it would heal spontaneously and he had a chest tube placed anyway. Those reloads are very hard to come apart once seated properly.

Manufacturer narrative:
(B)(4). Date sent: 8/11/2023; d4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: is the current patient status known? Pt discharged from hospital. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This event didn't change anything in the further operation or post-operative care.